Manufacturer narrative:
The reported failure of check for leak: control flow sensor test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient harm or injury was reported. During evaluation at the third-party service center, the power cord clamp and rubber feet were found to be missing. In addition, the exhalation port block and base enclosure kit were observed to be damaged, and the rear assembly was noted to be cracked. The lcd screen was also found to be damaged and required replacement. There was no allegation that the display was unreadable or unusable prior to repair. During functional testing, the device failed the check for leak: control flow sensor test. Investigation determined that the printed circuit assembly (pca) was damaged and required replacement. Following the repair, the device passed all testing.